Manufacturer narrative:
Consumer experienced a cut in their mouth. Model and serial numbers provided are for toothbrush handle. The incident occurred on the brush head which is an accessory. The model and serial numbers of the brush head were not provided. Device manufacturing date provided is for the toothbrush handle. The manufacture date of the brush head is not available due to the brush head not being returned.

Event description:
Consumer called stating that they cut their mouth on a piece of plastic in the bristle area of their brush head.

Manufacturer narrative:
The root cause of the customer's complaint is molded plastic in the bristle field.